Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported the patient receive inappropriate shocks from oversensing noise while engaging in physical activity. The shocks were received two weeks apart. The patient came into the office and extensive testing was performed. Review of the electrogram found two sensing vectors having similar appearance and the other sensing vector appearing flat in nature, thus an electrode fracture was suspected. Therapy was programmed off. Boston scientific technical services (ts) was consulted and reviewed the information. Ts also noted an electrode fracture was likely, and suggested x-ray image to confirm. Ts suggested electrode replacement. Ts further noted that since the shock impedance measurements during high voltage shock delivery were normal, the high voltage conductor seems to be still functional. Until replacement of the lead, ts stated the clinic could consider reprogramming the sensing vector. The field representative noted that the clinic opted to leave therapy programmed off and schedule the patient for a revision procedure. No x-rays were taken since a revision procedure would be performed. At this time the revision has not been scheduled and the electrode remains in service. Additional information was received that the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported the patient receive inappropriate shocks from oversensing noise while engaging in physical activity. The shocks were received two weeks apart. The patient came into the office and extensive testing was performed. Review of the electrogram found two sensing vectors having similar appearance and the other sensing vector appearing flat in nature, thus an electrode fracture was suspected. Therapy was programmed off. Boston scientific technical services (ts) was consulted and reviewed the information. Ts also noted an electrode fracture was likely, and suggested x-ray image to confirm. Ts suggested electrode replacement. Ts further noted that since the shock impedance measurements during high voltage shock delivery were normal, the high voltage conductor seems to be still functional. Until replacement of the lead, ts stated the clinic could consider reprogramming the sensing vector. The field representative noted that the clinic opted to leave therapy programmed off and schedule the patient for a revision procedure. No x-rays were taken since a revision procedure would be performed. At this time the revision has not been scheduled and the electrode remains in service.

Event description:
It was reported the patient receive inappropriate shocks from oversensing noise while engaging in physical activity. The shocks were received two weeks apart. The patient came into the office and extensive testing was performed. Review of the electrogram found two sensing vectors having similar appearance and the other sensing vector appearing flat in nature, thus an electrode fracture was suspected. Therapy was programmed off. Boston scientific technical services (ts) was consulted and reviewed the information. Ts also noted an electrode fracture was likely, and suggested x-ray image to confirm. Ts suggested electrode replacement. Ts further noted that since the shock impedance measurements during high voltage shock delivery were normal, the high voltage conductor seems to be still functional. Until replacement of the lead, ts stated the clinic could consider reprogramming the sensing vector. The field representative noted that the clinic opted to leave therapy programmed off and schedule the patient for a revision procedure. No x-rays were taken since a revision procedure would be performed. At this time the revision has not been scheduled and the electrode remains in service. Additional information was received that the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Correction to field d6b explant date as it was inadvertently left off the last report.